Manufacturer narrative:
On (B)(6) 2019 ,the arjo service technician performed annual preventive maintenance of maxi 500 floor lift at michener hill located in red deer, canada. The part of the maintenance procedure is to conduct a load test of the device to its maximum safe working load. When the service technician started to perform this test and raised the lift to increase the load on the scale to approximately 500lbs (displayed on the scale), the bracket on the scale detached from the lift. There was no patient or caregiver involved in the time when the event occurred. No injury was reported. The part was sent for evaluation to the manufacturer. The visual inspection and simulations were performed to define the root cause of the failure. The visual inspection showed that the top attachment (205-54005 ) was broken, one side of the top of the scale was kinked. In addition, it was possible to confirm that loctite had been applied on around on the screw of the top attachment scale according to work instructions . Different simulations of the safe working load test were performed. The correct and incorrect methods of testing the maxi 500 by using the required elements for testing were conducted. In each case tested, the maxi 500 was lifted using the handset until the device stopped by itself. The setting of the current limiter prevents the user from lifting more than the swl of the lifting unit. No breakage occurred and the failure was not recreated. In addition, the material certificate of the upper attachment lot involved from the supplier was analyzed. The results were according to manufacturer specifications. Based on the collected information, the most likely hypothesis was that a violent and sudden lateral impact on the top of the attachment occurred while the device was not in use. This situation caused a crack in the screw and the deformation on the plastic part on the scale. Afterward, while the technician was conducting the safe working load test, the crack propagated until the remaining part could not withstand the load anymore and failed. However, this hypothesis was not confirmed. In summary, when the event occurred, the maxi 500 device was checked by arjo service technician that way played a role in the incident. There was no patient involved in the time when the event occurred. The product failed to meet its performance specifications because the scale detached from the device. The complaint was decided to be reportable due to initial allegation that the scale detached from the device. In the course of the investigation, it was confirmed that it is not a systemic issue. The problem was related to the way of use the device. Moreover, the scale detachment was found during preventive maintenance and device was not used with the patient. The review of reportable complaint since last 5 years did not showed any similar complaint in the past related to scale detachment. There are no health consequences or risk to the patient nor the caregiver originating from the failure therefore, similar complaints will be not reportable in the future.

Manufacturer narrative:
The part has been return to manufacturer for further evaluation , the additional information will provided upon investigation conclusion.

Event description:
The part has been return to manufacturer for further evaluation .

Manufacturer narrative:
On 29-apr-2019 the arjo service technician performed annual preventive maintenance of maxi 500 floor lift at (B)(6), canada. The part of the maintenance procedure is to conduct a load test of the device to its maximum safe working load. When the service technician started to perform this test and raised the lift to increase the load on the scale to approximately 500lbs (displayed on the scale), the bracket on the scale detached from the lift. There was no patient or caregiver involved in the time when the event occurred. No injury was reported. The part was sent for evaluation to the manufacturer. The visual inspection and simulations were performed to define the root cause of the failure. The visual inspection showed that the top attachment (205-54005 ) was broken, one side of the top of the scale was kinked. In addition, it was possible to confirm that loctite had been applied on around on the screw of the top attachment scale according to work instructions . Different simulations of the safe working load test were performed. The correct and incorrect methods of testing the maxi 500 by using the required elements for testing were conducted. In each case tested, the maxi 500 was lifted using the handset until the device stopped by itself. The setting of the current limiter prevents the user from lifting more than the swl of the lifting unit. No breakage occurred and the failure was not recreated. In addition, the material certificate of the upper attachment lot involved from the supplier was analyzed. The results were according to manufacturer specifications. Based on the collected information, the most likely hypothesis was that a violent and sudden lateral impact on the top of the attachment occurred while the device was not in use. This situation caused a crack in the screw and the deformation on the plastic part on the scale. Afterward, while the technician was conducting the safe working load test, the crack propagated until the remaining part could not withstand the load anymore and failed. However, this hypothesis was not confirmed. In summary, when the event occurred, the maxi 500 device was checked by arjo service technician that way played a role in the incident. There was no patient involved in the time when the event occurred. The product failed to meet its performance specifications because the scale detached from the device. The complaint was decided to be reportable due to initial allegation that the scale detached from the device. In the course of the investigation, it was confirmed that it is not a systemic issue. The problem was related to the way of use the device. Moreover, the scale detachment was found during preventive maintenance and device was not used with the patient. The review of reportable complaint since last 5 years did not showed any similar complaint in the past related to scale detachment. There are no health consequences or risk to the patient nor the caregiver originating from the failure therefore, similar complaints will be not reportable in the future.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
It was reported by arjo service technician that during the annual preventive maintenance service at the customer side the device failure was observed. When service technician conducted the load test to the maximum lift safe working load (about 500 lbs), the bracket on the scale failed. As a consequence, the spreader bar completely detached from the device. There was no patient involvement and no injury occurred.